Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 400 mg/dl with nausea and unspecified ketones associated with air bubbles in the cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia because of air bubbles in the cartridge.